Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had come into clinic on (B)(6) 2022 and had low voltage alarms when plugging the white cable to the power module. The patient also had no external power alarms when plugged into the mobile power unit (mpu). The patient was plugged into the mpu while at home and sleeping. They got up to the restroom and the system controller alarmed no external power. The patient and family member double checked connections and disconnected and reconnected to mpu, checked the connection to the wall outlet and alarm resolved. The patient reported not going on battery during that time. No alarms were noted on battery power. The patient was unsure but the cause of the no external power alarm could have possibly been a poor connection with the wall outlet. Log files were sent for review. The event log captured a no external power event on (B)(6) 2022 at 0232 and 2242 where it appeared both power leads were disconnected causing no external power events. Both of these events occurred on the mpu. The low voltage advisory events were noted on (B)(6) 2022 1304-1305 preceded by power cable disconnect events on the power module. It was advised to check the pins on the patient cable connectors, and check for damage to the bend relief areas. There was some lint noted inside one of the battery clips and two battery clips were replaced. A follow up call on (B)(6) 2022 showed the patient changed to different outlet, and no alarms were noted while plugged into mpu. The mpu was not exchanged or removed from service. However, on (B)(6) 2022 the patient did receive a no external power alarm when switching from mpu to batteries. The patient was unplugging the white cable from mpu and upon disconnecting it, the controller immediately alarmed for external power disconnect even though she was still connected to the black cable to the mpu. Once the white cable was connected battery the alarm resolved. On (B)(6) 2022 the patient again reported that when disconnecting the white power cable from the mpu to connect to battery power, the system controller alarmed with no external power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 3 days ((B)(6) 2022 per the timestamp). A no external power alarm activated on (B)(6) 2022 at 02:32 and (B)(6) 2022 at 22:42 due to the rsoc and bus voltage dropping to ~0v while the device was connected to a mobile power unit (mpu). The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit, serial (B)(6) , was not returned for analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.